Event description:
A caller reported that the battery of the t:slim x2 pump would not charge, accompanied by a power source alert in the pump history. There was no reported impact to the customer's blood glucose level. Customer technical support instructed the caller to plug the wall adapter into an outlet known to work and leave it for at least 30 minutes. Upon follow-up, the pump began charging using the original charging supplies.